Event description:
The device was used during a colon procedure. Reportedly, the anvil came loose and disengaged into the patient's colon. The surgeon performed a re-operation to remove the component. The hospital has reported the patient's condition is satisfactory.